Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-operative diagnosis: 1) degenerative disk disease c5-c6 2) degenerative disk disease c6-c7. For which he underwent following procedures: 1) c5-c6 anterior cervical diskectomy. 2) c5-c6 placement of anterior spinal cage. 3) anterior cervical diskectomy and fusion, c6-c7. 4) placement of anterior spinal cage, c6-c7. 5) anterior spinal instrumentation using anterior cervical plated, c5-c7. As per op- notes : ¿diskectomy was performed using standard method of kerrison rongeurs and pituitaries at c5-c6 and c6-c7 level. The cages were sized and two 9mm cages were at this point identified to be the appropriate ones. The cages were packed with autograft, allograft and small rhbmp-2. These were placed at both c4 and c6 level. The position was checked on the c-arm images and found to be fine.¿ patient tolerated the overall procedure without any complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent fusion surgery in which rhbmp2 was used. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.